Event description:
It was reported that the shaft unraveled. A 2.1mm jetstream xc was selected for use. During preparation, the shaft unraveled and leaked saline. The procedure was completed with another device. There were no patient complications.